Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced frequent charging of the ipg. The pain coverage was loss due to high impedances on the lead and lead migration was also confirmed via x-ray. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices were discarded per hospital policy.